Manufacturer narrative:
Outcomes attrib. To ae, describe event or problem, and if implanted, give date. Updated ae or product problem: corrected from product problem to outcomes attrib. To reported issue is both and adverse event and product problem. Corrected from malfunction to serious injury. (B)(4).

Event description:
It was further reported that multiple fracture happened. The stent was implanted and was not removed as what was initially reported. The procedure was then completed with a non-bsc stent.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in a coronary artery. A 3.50x24mm promus element¿ drug-eluting stent was advanced to treat the lesion. However, as the device was advanced while still on the wire, the stent struts fractured. The stent was removed together with the stent delivery system and the procedure was completed with another stent. No patient complications were reported and the patient's status was stable.